Manufacturer narrative:
Block h2: additional information received on december 01, 2020. Block d4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: problem code 1437 captures the reportable event of fiber connector overheats. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction- block g4: the date boston scientific became aware of the event was 11/01/2020.

Event description:
It was reported to boston scientific corporation on november 2, 2020 that a flexiva 200 tractip laser fiber was used in procedure performed on an unknown date. Reportedly, the laser unit used was a lumenis pulse 100 watt laser console. According to the complainant, during the procedure, when the laser unit was being utilized with the laser fiber, a member of the staff burnt her hand when trying to remove the fiber. Reportedly, the burn was minor and treated with localized treatment. The procedure was completed with an alternate device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith effort. **additional information received on december 01, 2020** it was reported to boston scientific corporation on november 1, 2020 that a flexiva 200 tractip laser fiber was used in right cystoscopy rpg, ureteroscopy with holmium laser lithotripsy and right ureteral stent placement procedure in the right ureter performed on (B)(6) 2020. Reportedly, the laser unit used was a holmium laser console. According to the complainant, during the procedure, when the laser unit was being utilized with the laser fiber, a member of the staff burnt her hand when trying to remove the fiber. Reportedly, the burn was minor and was treated with an ice pack. The procedure was completed with another of the same laser fiber.

Manufacturer narrative:
Date of event: approximated to (B)(6) 2020 based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 2, 2020 that a flexiva 200 tractip laser fiber was used in procedure performed on an unknown date. Reportedly, the laser unit used was a lumenis pulse 100 watt laser console. According to the complainant, during the procedure, when the laser unit was being utilized with the laser fiber, a member of the staff burnt her hand when trying to remove the fiber. Reportedly, the burn was minor and treated with localized treatment. The procedure was completed with an alternate device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith effort.